Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A field service engineer (fse) examined the system on-site and confirmed that system shutting down. Upon troubleshooting fse found there was electrical issues in hospital main. To resolve the issue, customer replaced the part inside the electrical cabinet from the hospital. After replaced electrical cabinet by customer, the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not caused by philips product, it happened for electrical issues in hospital main. This complaint is related to the hospital power supply. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was shutting down, requiring multiple reboots to boot correctly. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.